Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator was returned to a manufacturer service center for preventative maintenance. During the evaluation it was noted that the device failed an active exhalation verification test step. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, periodic maintenance 2 was performed. The inlet foam filter, muffler assembly and particulate filter were replaced as a part of required preventative maintenance unrelated to the reportable malfunction/issue. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).